Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-dec-2018 with the following findings: during investigation, the black box shows evidence of ¿cs064¿ alarm with high force occurring due occlusion during prime. Battery compartment and cap are undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly. No ¿cs064¿ alarm or any eaw occurred during the investigation. Unable to duplicate ¿cs064¿ complaint. Pump¿s cover was removed, no intermittent condition was found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.